Event description:
The reporter indicated the pt has experienced an increase in seizures. The reporter suspects "it might be related to decreased battery life of the vns." The reporter plans to perform battery replacement. Good faith attempts for add'l info are in progress and awaiting results.

Manufacturer narrative:
Device malfunction is suspected, but did not cause or contribute to a death or serious injury.